Event description:
On 7/30/2025, the beta bionics ilet user reported the touchscreen was unresponsive. The issue was resolved by sending a replacement device to the user. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.